Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement, and the coil may not advance at all. Forceful advancement against this resistance likely contributed to the kink observed near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then, the smart coil was advanced through the introducer sheath without an issue. Further evaluation revealed additional pusher assembly bends. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the sigmoid sinus using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, a smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. While attempting to advance another smart coil past its initial position within its introducer sheath, the same issue occurred. However, the smart coil was later successfully implanted. It was reported that a final angiography showed occlusion of the sigmoid sinus. The procedure ended at this point. There was no report of an adverse effect to the patient.